Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the ok, 2, 5, 8 keys not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'ok, 2, 5, 8 keys doesn't work' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be inoperable 2,5,8, ok and 2nd from right softkeys on the keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.